Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient advocate stated the patient experienced syncope twice in the same day. Boston scientific technical services (ts) referred the patient to their physician for further evaluation. The cause of the syncope is unknown and the field representative is attempting to obtain further information from the clinic. No additional adverse patient effects were reported.